Manufacturer narrative:
(B)(4). The gore® tag® endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: death, aortic rupture, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and a conformable gore® tag® thoracic endoprostheses was implanted in zone 2 of the thoracic aorta just distal to the left common carotid artery. The patient tolerated the procedure however was reported to have experienced renal malperfusion this date. The renal malperfusion was reported to be not related to the device or the procedure. On (B)(6) 2015 the patient underwent endovascular re-intervention for treatment of the renal malperfusion and a cook bare mental stent was placed. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2015, it was reported that the patient was taken to the operating room but coded during being prepped, and expired prior to incision. The autopsy reported a rupture of the aortic dissection into the pericardial sac. The event was reported to be not related to the device or procedure.

Manufacturer narrative:
(B)(4).